Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead dislodgement was discovered during one-day post implant check. The lead was repositioned on (B)(6) 2018. The patient was stable after the procedure.